Event description:
It was reported that it was not possible to insert the echelon into a trocar. Thus, it is bent and cannot be used.

Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Batch #860a25. Additional information requested and the following was received: does the jaws are damaged /bent? N/a as the stapler was bent and can't used or does the jaws cannot unlocked from articulation mode? N/a if other please specify were there any patient consequence related to this event? If yes please describe. No patient consequences reported in all likelihood, the complaint is not about the stapler but about the trocar that was used here. This was a disposable trocar from medtronic. The sales will send it together with with the stapler so that the cause of the complaint can be investigated in detail. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with no apparent damage and with a gst45d partially fired 1/10 reload loaded on the device and with an unknown trocar in the shaft. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. In addition, a tyvek was returned along with the device. The device was tested with a 12 mm test trocar and no anomalies were noted. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: when placing the instrument through the trocar or incision, avoid advancing the firing trigger accidentally. If this occurs, the instrument will lockout and the stroke indicator will display a lock symbol; in this state, the instrument will not allow the anvil release button to reopen the instrument jaws. To recover from this condition, remove the instrument, push the red manual knife reverse switch downward to reverse the knife motion; the knife indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. Squeeze the firing trigger completely until it rests on the closing trigger; the stroke count indicator will display zero to indicate the knife has been returned to its home position. Press the anvil release button and replace the reload, then follow the instructions above for loading the instrument. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 860a25, and no non-conformances were identified.